Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas 6000 e601 module. The initial troponin sample result was 17.29 pg/ml. The first repeat result was 162.4 pg/ml and the second repeat result was 158.1 pg/ml.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) replaced a measuring cell, adjusted the system volume, adjusted voltage, and performed mechanical checks. Qc and calibration were performed successfully. There were no further complaints from the customer after the service actions.